Manufacturer narrative:
Correction to block (B)(4) as it was discovered that the date reported on the initial report was incorrect.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An attorney.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. Recipient of an attune left total knee replacement was treated for painful arthrofibrosis on (B)(6) 2016 by arthroscopy. Physician indicated it was clearly arthrofibrosis related pain, that there was no evidence of product failure at that time. Left attune total knee replacement was revised on (B)(6) 2017 to address pain and aseptic loosening of the tibial base plate. Revising surgeon noted that the tibial base plate was easily removed, and there was no cement adhered to the backside of the implant. The tibial cement mantle was completely intact following removal of the tibial base plate. The mantle was well-fixed. The femur was well-fixed. Tibial base plate, tibial insert, and femur components were revised; patella was retained. Competitor cement was used for primary. A competitor revision knee was re-implanted. Doi: (B)(6) 2016; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b3, h6 (no code available (3191) is used to capture the medical device removal) corrected: a1, a2 (age, date of birth). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes) . Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.